Manufacturer narrative:
This report will be amended when the investigation is complete.

Manufacturer narrative:
Other device used: catalog #00434901413,tm reverse shoulder humeral stem, lot #62535269. As returned the liner exhibits extensive backside wear. The liner was autoclaved prior to being returned therefore dimensional analysis was not performed. Review of the device history records did not find any deviations or anomalies. No other complaints of any type have been reported for the liner and stem lots. Review of the operative notes did not identify anything out of the ordinary. It states that "it was taken through the range of motion and found to be stable with no impingement." The instructions for use included with the liner states: "complications and/or failure of shoulder prostheses are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically-active patients, and/or with patients who fail to follow through with the required rehabilitation program. Physical activity can result in loosening, wear, and/or fracture of the implant." The surgeon stated that the patient "followed rehab protocol well, maybe a little too aggressive with his rehab." The activity level of the patient was requested however no information was received. A definitive root cause cannot be determined given information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on available information, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's shoulder arthroplasty was revised due to hindered movement. The articulating liner was found to be dislodged.